Event description:
Procedure performed: myomectomy. Event description: when pushing the thumb ring to open the bag, the bag did not stay on the prongs and fell off. The hospital has already thrown the device away, so we cannot get it back. Additional information provided by [distributor] via email on 15may2026: the tips of the supports were exposed inside the patient. No, the bag did not break into pieces. The specimen bag was intact and in its rolled-up state. It was not difficult to push the actuator forward. Type of intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.